Event description:
It was reported that 1 week after the ins was replaced, 2 electrodes on the right subthalamic nucleus lead had an impedance reading of >2000 ohms. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).